Event description:
It was reported that the screen is frozen and can not hit start in arctic sun device. The therapy was already running the cool patient box flashing fr 1.7lpm. The patient get low flow alerts and sometimes pads can be damaged in CT. The patient maintaining at 36c.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the screen is frozen and can not hit start in arctic sun device. The therapy was already running the cool patient box flashing fr 1.7lpm. The patient get low flow alerts and sometimes pads can be damaged in CT. The patient maintaining at 36c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned